Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01408, 3005168196-2018-01410.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment (handle). During the procedure, a smart coil would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. The physician then successfully placed another smart coil in the target vessel. Next, the physician advanced a new smart coil in the target vessel and used a handle to detach it; however, the smart coil would not completely detach. Therefore, the physician manually detached the smart coil. The procedure was ended after the manual detachment of the smart coil. There was no report of an adverse effect to the patient.